Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer did not report any prior notable events and did not experience further issues after resetting the pump with assistance from technical support, who provided information on how to reset the pump and advised to call back if the issue recurred. The customer was able to continue using the pump without further problems.